Event description:
Customer reported the system intermittently will not display images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.